Event description:
Technician alleged that the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician found that the brakes are not working properly and the brake linkage and brake casters have too much play in them. The technician replaced the brake casters and brake linkage to resolve the issue.